Manufacturer narrative:
It was reported that during start up, the cardiosave intra-aortic balloon pump (iabp) touch screen wouldn't calibrate. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Check for touch screen not calibrating found during start up of unit. He confirmed power up fault code #6 and event fault code 64, he tried the calibration process 2 times and calibration failed, the third time he calibrated it was successful, performed the calibration a few more times to insure it would stay and all did. Powered unit down and restarted numerous times and started up as it should , ran unit on a test balloon and all was good. Performed a complete calibration and electrical safety test unit is cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up the cardiosave intra-aortic balloon pump (iabp)unit touch screen won¿t calibrate. There was no patient involvement reported.